Event description:
At the tip the catheter is damaged. It was not feeding correctly and it almost damaged the child's vein at their artery but the physicians were smart enough to see activity on ECG and withdrew and tried to feed it again and the ECG again messed up, withdrew, new catheter used, patient not harmed.